Event description:
A problem with a pump occurred, specifically an altitude alarm 21, which caused the customer's insulin to be suspended. There was no adverse impact to the customer¿s blood glucose level. Initially instructed to clean the speaker holes and reconnect the cartridge, these actions did not resolve the issue, and the alarm recurred even with a new cartridge. Consequently, a replacement pump and cartridge were sent to the customer by technical support. The customer agreed to use a backup insulin pump and was informed about the updated software on the replacement pump and the steps for returning the problematic pump.